Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2019-00130 for the second eye.

Event description:
It was reported that one (1) month following a bilateral cataract plus trabecular micro bypass stent system procedures, the surgeon observed one (1) stent implanted slightly posteriorly in a pigmented trabecular meshwork (tm) and the other stent implanted in the scleral spur. Reportedly, both stents appeared ¿a bit closer¿ to the iris, which were abutting both stents and likely causing some pigment dispersion. The patient iop was reported as elevated. The surgeon conferred with glaukos medical monitor who reported the following additional information. Reportedly, the stents, especially one (1) was implanted more posteriorly in scleral spur and there appeared to be pigment dispersion as the stent rubs against the iris. A lot of pigmented cells were observed in the anterior chamber (ac), and the patient was reported on two (2) glaucoma medications with elevated iop. Per report, the surgeon had stopped the steroid to rule out a steroid response. The medical monitor and the surgeon discussed possible monitoring and treatment options depending on the patient status. Additional information has been requested. This report references the first eye.